Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose readings remained available elsewhere and glycemic control was unaffected. Symptoms included no clinical effects and no alerts or alarms. Outcomes included no injury and no hospitalization. Investigation included customer education and troubleshooting, consisting of toggling dexcom g6/g7 settings, restarting the ilet, and advising a 30-minute pairing window. Investigation of this case revealed a communication pairing issue between the cgm and the ilet without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device bluetooth reconnection required and resolved through standard troubleshooting.